Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear and front response button were not functional. As received, the rear response button trace was creased and the front response button was defective. The cause of the non-functional response buttons is the damaged trace. The root cause of the creased trace cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.